Manufacturer narrative:
Please reference MDR 2183870-2008-00111 associated with this MDR. Two stents were used in this procedure.

Event description:
The visi-pro stent was originally placed in 2008 for a clotted fistula. The pt represented on the following month, with symptoms indicating a possibly reclotted fistula. Upon angiogram, the physician noted that 2 visi-pro stents appeared to be fractured in half distal and proximal to the overlap. The physician successfully placed a self-expanding through the fractured stents to reopen the pt's fistula.